Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: during investigation, there was a crack in the battery compartment that extended down to the case seal. It was noted that the battery cap was unable to tighten into the battery compartment due to damaged battery cap threads; the battery cap contact height was not measuring within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.